Event description:
Placed delivery system in pt. Under fluoroscopy noticed before the leg was deployed that the device appeared to be loaded backwards. Removed delivery system, placed on pt next to a calibrated catheter and determined that the iliac leg to have been loaded backwards. It appeared clearly evident in the radiograph that the bottom of the graph measured 22". Another device was utilized in order to continue the procedure. No adverse effect to the pt.